Event description:
The following report was received from the affiliate. Approx two months post index procedure, the pt inderwent surgery for colon and rectal cancer. While being hospitalized, the pt's level of consciousness decreased suddenly. Iabp was inserted and cag was conducted. Thrombus was observed inside the implanted cypher. To treat the thrombus, poba was conducted at norminal pressure for a several times. The pt was discharged from the hosp approx three weeks later. Physician's comment: the probable cause of this thrombotic event was because the pt stopped taking anti-platelet therapy due to the surgery of colon and rectum cancer. The procedure was an emergent case due to an acute myocardial infarction. The target lesion was at the distal rca and right posterior atrioventricular. The target lesion was denovo and bifurcated lesion. Lesion classification was type b2. The lesion length was 20mm and vessel diameter was 2.5mm. Pre-dilation was conducted with a 2.0x15mm balloon at 10atms for 20seconds. A 2.5x23mm cypher des was deployed at 18atms for 15seconds. Post-dilation was not conducted. Ivus was not conducted. Timi flow pre and post procedure was iii. The residual % of stenosis was 0%. Act was measured at 211 after the procedure.

Manufacturer narrative:
Please note: device(cjs23250) lot# i0406015) is distributed outside the united states: however, it is similar to the united states product cxs23250.